Event description:
Customer applied control solution to his eyes. There was no allegation of an adverse reaction. It is not necessary to have product returned. Further info about the control solution was not provided.